Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The customer was performing a diagnostic treatment for the patient. The customer is unable to use the room. The c-arm has been brought in to continue the procedure. There is a 15-20 minute delay in bringing in the c-arm. The philips field service engineer checked the system and confirmed that the system was indicating that system's generator was busy and unable to generate x-rays. Review of the log file showed that miu has a phase fault. Fse found that pcb control circuit relay was intermittently failing. Fse replaced the pcb for the cooler and reset the ups but the system still showed miu phase failure, so a power monitor was ordered. The field engineer verified the incoming power at 231 vac, installed a power monitor, and then verified the incoming power again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that x-rays were unable to be generated. The issue was found during clinical use. A delay to therapy was noted. No harm has been reported to philips. Philips has started an investigation of this complaint.